Event description:
The customer reported that while they were setting up the unit for use with a pt, an electrical test failure code 117 (front end a/d reference failure at power up) was observed on display. The unit was replaced with another unit and therapy was initiated. No pt injury was reported.

Manufacturer narrative:
The company service representative observed that there was a large amount of water in the iabp between the cart and the battery casing, on the front end printed circuit board, motor control printed circuit board, ECG and bp cable connectors, rs232 cable and pump compressor cable. The main board to motor control board cable (part number 0012-00-075902), ECG input to front end cable (part number 0012-00-0977), pcb front end module (part number 0671-00-0004) were replaced. The company representative checked pneumatic performance service diagnostics, and performed functional and electrical safety tests. The unit met the factory specifications and was returned to the customer. (B)(4).